Manufacturer narrative:
The user experienced hyperglycemia requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event timeframe were available. Logs identified an out of insulin alert on (B)(6) 2026 at 21:35 which was not acknowledged, after which insulin delivery stopped and did not resume through (B)(6) 2026. No malfunction alerts, factory resets, or motor errors were identified, and the device functioned as intended when insulin was available. Based on available information, the event is attributed to user error involving failure to acknowledge an out of insulin alert and failure to maintain insulin supply, resulting in interruption of therapy. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 600 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.